Manufacturer narrative:
The following fields have been updated with additional information: b5. Describe event or problem: report 1 of 5 was added based on additional information. "Report 1 of 5: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 3 tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported."

Event description:
Report 1 of 5: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 3 tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter addr 1: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 3 tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported.

Event description:
Report 1 of 5: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 3 tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of these photos indicated hemolysis and poor barrier separation. 100 retained samples from each lot number, were visually examined, and no defects relating to poor barrier separation or hemolysis were observed. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, hemolysis) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot unknown, for the indicated failure mode: poor barrier separation and hemolysis based on the photos provided. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Customer recommendation: sstii¿ tubes should be filled to stated draw volume and mixed by at least 6 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The minimum clotting time for the bd sstii¿ tube (recommended 30 minute) is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature, and g-force dependent. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. In addition, this reported condition may be mitigated by allowing tube clotting to be in an upright position. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters should be reviewed for this tube type.